Manufacturer narrative:
(B)(4). Final analysis found that the suture sleeve was not mounted on the lead, as received. Since the lead was not returned in its unopened packaging, the root cause for why the suture sleeve was missing could not be determined.

Event description:
It was reported that during the implant procedure, the physician noted that the lead's suture sleeve was missing. The lead was no longer used and replaced. No patient symptoms were reported.